Event description:
It was reported that on february 3, 2025, the 16mm cannulated flexible drill bit had rust inside the cannula and the 16 cann percutaneous flexible drill bit tip is chipped. There was no operation involved and no patient involved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6: part: 03.037.002. Lot: 9452202. Manufacturing site: werk bettlach. Supplier: na. Release to warehouse date: 29 april 2015. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 16mm cannulated flexible drill bit was found chipped at the fluted head. The fragments were not received. The cannula was examined and no signs of rust/corrosion on the surface or interior were observed. No other issues were identified. A dimensional inspection for the 16mm cannulated flexible drill bit was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 16mm cannulated flexible drill bit would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: drill bit 16 mm, flexible.